Event description:
It was reported that during pre-test, the cuff was inflating asymmetrically. No patient involvement.

Manufacturer narrative:
The sample was not received for investigation. The customer reported issue could not be confirmed due to no receipt of photos or actual sample for investigation. A device history record (DHR) review was performed which indicated all inspections were completed and no issues were noted during manufacture. Manufacturing controls are in place to help prevent occurrence of the reported issue. No root cause could be determined since no product and/or photos were received to investigate the reported issue. If the product is returned at a later, a summary of the investigation results will be provided in a supplemental report. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4).